Event description:
The patient reported erosion of the lead implanted on the right ips nerve. An explant procedure was performed on (B)(6) 2022.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location and multiple tunneling attempts have been ruled out as potential causes. The patient did not have enough tissue to bury the knot into the skin. Additionally, there was only a knot made proximal to the receiver marker band. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is due to inadequate fixation due to not following the IFU, as both a knot and a coil were not used to anchor the device (user error - clinician).